Manufacturer narrative:
An event of valve explant due to structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a 19 mm trifecta gt valve was implanted. On (B)(6) 2019 the valve was explanted due to structural deterioration. Patient reported to be in stable condition. Additional information was requested but cannot be obtained.